Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced withdrawal symptoms, specifically noted was an increase in tightness the week of (B) (6) 2010. A volume discrepancy was noted; the actual residual volume of 15 ml was greater than the expected residual volume of 5 ml. There were no alarms noted. It was unknown if the programming was correct, programming was not confirmed. A dye and roller study was performed. The "rotors moved only 30 degrees rather than the normal 90 degrees". Review of the telemetry strip indicated that during the rotor study, a single bolus not a priming bolus was performed. The bolus was performed incorrectly. A single bolus of 0.01 mcg was programmed instead of 0.01 mls. It was later reported that the patient has had many problems with their ms and just recently had a surgery unrelated to the pump. The patient was currently in the hospital in a small town where the hcp has been unable to see her to interrogate the pump again to determine if there had been motor stalls noted in the logs. The hcp planned to see the patient as soon as she was able to travel. The patient was currently on oral baclofen to manage the spasticity. The pump contained lioresal 2000 mcg/ml with flex dosing with a daily dose of 172mcg/day.